Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: bdj received 102 samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Photographs showed tubes with larger than normal droplets of additive on the tube walls. Due to the larger than normal droplets of additive it has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficacy of the tube additionally, the customer samples were evaluated by bdj by visual examination and the issue of additive abnormality was observed. Additionally 100 retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced discolored / abnormal additive form .this event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about an additive abnormality. According to the customer's report, the additive is turning yellow.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced discolored / abnormal additive form .this event occurred twice. The following information was provided by the initial reporter. The customer stated: this is a report about an additive abnormality. According to the customer's report, the additive is turning yellow.